Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). When the sample was repeated on s/n: (B)(4), one of the results was falsely low and the two repeat results were higher. The customer re-spun the sample and repeated it on the alternate dimension vista instrument, which were acceptable. The ccc specialist reviewed the quality control data, which was precise and within acceptable range. The ccc specialist pulled the instrument health report and results/calculation data and did not note any issues. A siemens headquarters support center (hsc) specialist reviewed the event data determined that the potential cause of the discordant, falsely low vanc result on one patient sample was due to pre-analytical factors. The hsc specialist recommended the customer to follow proper sample handling conditions. The issue was resolved by re-centrifuging the sample and obtaining precise results. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low vancomycin (vanc) result was obtained on one patient sample upon repeat testing on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was initially run on an alternate dimension vista instrument, resulting higher. The sample was repeated on the dimension vista 1500 instrument (s/n: (B)(4)). The first run on s/n: (B)(4) was falsely low, and the two consecutive runs were higher. The sample was repeated three times on the alternate dimension vista instrument, also resulting higher. One of the higher results was reported as the correct result to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low vanc result.